Event description:
On (B)(6) 2022 the customer reported that on (B)(6) 2022, delayed patient testing occurred, leading to delay in results and diagnoses for multiple assays involving the laboratory's dxi (unicel dxi 800 access immunoassay analyzer, part number 973100 and serial number (B)(4). The customer reported the delay was approximately six (6) hours. The customer did not disclose the number of patients whose diagnoses and/ or treatment were affected. There was no report of an injury or illness to the patient attributable to the output from the device in this event. System performance indicators such as system check, calibration and quality control were not provided for review. The customer reported reagent storage errors on the dxi. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. Fse found that the reagent supply internal status was unknown and that a remap was required. Fse also noted that several errors related to the reagent storage were present in the event log, predominantly related to x-axis motion errors. Fse found that the gripper assembly flexible cable became disconnected. Fse reseated the cable; fse also cleaned and lubricated the top guiderail and bearing. The fse performed 2 remaps without error. Quality control (qc) was processed without any error. The issue is resolved. In conclusion, there is sufficient evidence to suggest the cause of the event is a hardware malfunction.